Manufacturer narrative:
Insulin pump was received with watchdog timeout due to faulty x2/ib. Unable to confirm unexpected alarm, a17 alarm, watchdog time out alarm or perform the operating currents measurement, self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to watchdog timeout.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed unexpected restart, external ram error and watchdog timeout. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. Self test performed and passed. The insulin pump was returned for analysis.